Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric fundus and esophageal varices during a band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device was installed according to the instructions for use and the device was entered inside the patient. The band was attempted to be deployed; however, the handle could not be rotated and the device could not be deployed. Reportedly, the scope and the device were removed from the patient and it was found that the wire connecting the device was quite messy. The procedure was completed with another speedband superview super 7 device. It was also noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2610 for the reportable issue of bands failed to deploy. Device code 1069 for the reportable issue of handle could not be rotated and tripwire broken. Block h10: investigation results the returned speedband superview super 7, and a visual evaluation noted that only the ligator head was returned. It was also noted that the handle assembly was not returned with the device. The trip wire was kinked in several locations. The suture was intact and it was attached to the trip wire loop and to the ligator head. The trip wire was cut and the cut end was inspected under high magnification, a clean cut was observed, indicating that a mechanical tool was used to cut the trip wire. Further analysis noted that the evidence of trip wire cut was likely to separate the device from the scope. This condition is not considered as an issue of the device. The suture hole was slightly torn. Additionally, it was observed that all bands were attached on the ligator head while some bands were moved out their positions, confirming the deployment failure. It was also noticed that the ligator head teeth were damaged. No other issues with the device were noted. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU) / product label, as the reported anatomy location was "gastric fundus" which is outside the indication for use. Additional information: block b5

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric fundus and esophageal varices during a band ligation procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the device was installed according to the instructions for use and the device was entered inside the patient. The band was attempted to be deployed; however, the handle could not be rotated and the device could not be deployed. Reportedly, the scope and the device were removed from the patient and it was found that the wire connecting the device was quite messy. The procedure was completed with another speedband superview super 7 device. It was also noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. ***additional information received on (B)(6), 2020*** it was reported and confirmed that the trip wire of the device was quite messy.